Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 500 mg/dl to ¿high¿ and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with kidney damage and ketoacidosis. Customer had administered a manual injection and delivered a correction bolus via the pump and bg was treated with intravenous fluids of insulin and saline while in the hospital. Reportedly, the customer was to be released on 6/3/2024 with the issue resolved. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.